Manufacturer narrative:
The reported events of intermittent capture and oversensing noise were not confirmed. As received, a complete lead was returned in one piece. The helix was stretched/bent and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies expect for procedural damage.

Event description:
New information received notes intermittent capture and oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no patient consequences.

Event description:
It was reported that the patient experienced fatigue. It was noted that intermittent loss of capture was observed on the right ventricular (rv) lead. Programming changes were made to increase output due to the increased capture thresholds. The patient was pending rv lead revision. The patient was being monitored until the revision was performed. There were no patient consequences.